Event description:
Per (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient's identifier, age, sex and weight were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Follow-up submitted for additional information.

Manufacturer narrative:
Follow-up submitted to report device evaluation.